Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 501 mg/dl at the time of the incident. The customer stated that they had a lot of issues with the insulin pump, sensor and the battery pack. The customer mentioned that they could not get meter to sync to the insulin pump. The insulin pump will not be returned for analysis.